Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that three question marks were found under that battery voltage and pacing percentages following interrogation. The device was reinterrogated with the same display. The device is still in use. No patient complications have been reported as a result of this event.